Manufacturer narrative:
Device code relates to problem code for the reported issue of clip did not deploy. Mfg site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Medwatch #: mw5075106.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2018. According to the complainant, the clip did not deploy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.   Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip assembly was fully deployed and still attached to the bushing. One clip prong was bent and the capsule locks were weakened. The yoke was stuck onto the bushing and a kink was noticed in the control wire near the handle and center of the device. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2018. According to the complainant, the clip did not deploy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.